Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor and was diagnosed with a skin infection identified as a cellulitis. The site was painful and irritated. For treatment, the site was cut open and drained. The patient was prescribed bactrim ds 800-160 mg at 2 tablets per day for 10 days. The pod was worn between 36 and 48 hours on the arm. The patient was discharged after 1 hour. The pod was discarded.